Manufacturer narrative:
The returned device is currently being evaluated. A follow-up report with results of the investigation will be submitted upon completion.

Event description:
The tip of a tap sheared off in the patient's pedicle. It was retrieved from the patient.

Manufacturer narrative:
H6. Investigation conclusions: 4307; 61. H10. The tip of the tap was broken within the patient's bone. Although the polyaxial screws are self-tapping, taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. Cannulated taps in the set come in 4.5 mm, 5.5mm, 6.5 mm & 7.5 mm and are color coded by diameter. A review of the device history record did not identify any manufacturing or processing-related irregularities. The invictus mis tap was found to be properly manufactured and released in accordance with design specifications. An evaluation found that the distal tip had fractured and became separated from the instrument at a 50mm groove. Physical measurements of the RMA tap are nominal. Hardness was also confirmed at 47.2 hrc. This is a case of trying to laterally redirect too heavily with too much tap advancement. Not indicative of driving into hard bone.